Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue was confirmed through an event history log review. The cause was the tidal total ultra filtration (uf) removal was set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that there was an overfill issue and the home patient (hp) was not draining off enough fluid during use on the home choice (hc). The care giver (cg) requested to return the device and the technical service representative (tsr) discussed the use of manual supplies to complete therapy. The therapy was tidal therapy, the total volume equaled 16000ml, the total time equaled 10 hours, the fill volume (fv) equaled 2800ml, the tidal volume equaled 97%, the total ultra filtration (uf) equaled 100ml, the last fill volume (lfv) equaled 2l , the dextrose was set to same, the full drain was set to ever 3 drains, the patient weight equaled (B)(6), the cycles equaled five, the dwell time equaled 1:30, the initial drain alarm equaled 0ml, the comfort control equaled 36, the last manual drain was set to yes, the target uf was set to 100ml, and the uf alarm was set to yes. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.